Event description:
A jetstream g2 device was used in a thrombosed in-stent restenosis lesion located in the entire sfa. Atherectomy was performed proximally and at the adductor canal. When using the first g2 device, it was noted that there was a kink in the aspiration tubing. The physician pulled the device back to perform an angiogram revealing a patent trifurcation and no emboli. He then decided to use a second g2 device to complete the procedure due to the kinked aspiration tubing. After treating two focal lesions, a post procedure angiogram revealed embolization in the tibial peroneal trunk, anterior tibial and peroneal arteries. The physician attempted to treat the emboli with an angiojet device but was unsuccessful. Lytics were then infused and the patient was brought back to the lab in the afternoon for a follow-up angiogram. The vessels were patent and the emboli had resolved. No further treatment was necessary and the patient was fine.

Manufacturer narrative:
The second pathway jetstream g2 catheter (the one associated with the emboli) was discarded after the procedure and therefore not returned to pathway medical technologies for evaluation. In-stent restenosis patients are listed as a special patient population in the IFU and are not included in the indications for use.